Event description:
It was reported that the table locks did not actuate when the foot pedal was released, causing the tabletop to unexpectedly free float in both the lateral and longitudinal directions. There was no injury reported. The situation could contribute to an injury if a pt or operator were unaware of this condition while loading or unloading pt. The ensuing instability could lead to a fall.

Manufacturer narrative:
The ge field engineer (fe) found that the inhibit function was working properly, but found that the backside pedals were not properly shimmed, which affected the alignment of the actuator and would make the table interpret a float command. The fe reshimmed the pedal mechanism and verified that locks were functioning nominally.